Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9162522. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no: 320122 batch no: 9162522, unknown. It was reported that the customer experienced needle clog and difficulty to attach pen needle on the pen. Customer reported the same issue in the past unknown lot#. Verbatim: consumer reported in the last year, he's found problems with at least 10% of his pen needles. More than one box was affected but he's only reporting one box today. Stated, some will not release insulin when taking injections. Stated, some he has a hard time attaching pen needles to insulin pen. No injury to report. Does not prime before use. Discarded samples. Lot: 9162522. Other lot's unknown and how many boxes involved over the year, unknown. Item: 320122. Expiration date: 2024-06-30. Incident dates unknown.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no: 320122. Batch no: 9162522, unknown . It was reported that the customer experienced needle clog and difficulty to attach pen needle on the pen. Customer reported the same issue in the past unknown lot#. Verbatim: consumer reported in the last year, he's found problems with at least 10% of his pen needles. More than one box was affected but he's only reporting one box today. Stated, some will not release insulin when taking injections stated, some he has a hard time attaching pen needles to insulin pen no injury to report does not prime before use discarded samples lot: 9162522. Other lot's unknown and how many boxes involved over the year, unknown. Item: 320122. Expiration date: 2024-06-30 incident dates unknown.

Manufacturer narrative:
H.6 investigation: a complaint history check was performed and this is the 1st related complaint for needle clog & does not attach/detach on lot # 9162522. Unable to perform complaint lot history check due to an unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10